Event description:
Customer tested blood glucose at 6pm and received a result of 72mg/dl the customer dosed less medication than usual. The customer ate dinner and at 10pm was found semiconcious on the bathroom floor. The customer was given juice and glucose pills. Spouse tested and received blood glucose results of 145, 380 and 40mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.